Manufacturer narrative:
Information to date indicates thae device remains in service at this time. This report will be updated when further information is provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited elective replacement indicator (eri) early due to charge time. There were no adverse patient effects reported.